Manufacturer narrative:
In trouble-shooting, following the procedure, the medtronic representative tested the blue demo head and the axiem cranial software was showing a 2 millimeters deeper that it should have been. On 07/07/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/13/2016 a medtronic representative, following-up at the site, reported the inaccuracy alleged by the surgeon was 2 millimeters. On 07/26/2016 a medtronic representative, following-up at the site, reported the navigation system continues to function properly with no further issues. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, and after going sterile, the surgeon alleged an inaccuracy in registering the patient. No specific measurement, or direction, of the alleged inaccuracy was provided. Using axiem procedure in cranial, the surgeon discontinued navigation with axiem, closed the patient, then decided to continue the procedure using optical. The patient was accurately registered in an optical cranial procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately two hours before continuing.